Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of incontinence, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of incontinence cannot be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had an advance xp sling implanted in 2019. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted as the patient was still incontinent. Following the surgery, the patient was stable and the event resolved.